Event description:
Boston scientific received information that the patient with this pacemaker with right atrial (ra) lead and right ventricular (rv) lead developed pocket erosion and infection. The device and both leads were explanted. Four days after explant, the same device was implanted with a different right ventricular (rv) lead. A different right atrial (ra) lead was not successfully implanted due to frequent dislodgement. Then, the physician decided to plug the right atrial port and changed the settings of the device. All measurements appeared normal after the procedure. The device was checked after one month. Upon interrogation, the device was automatically switching to a unipolar mode with an impedance measurement of 350 ohms. A lead insulation defect was suspected. However, the xray and fluoroscopy could not reveal any defect on the lead. The patient was pacer dependent and the physician decided that the patient would undergo an epicardial procedure. Prior to the procedure, it was noted that the device switched back to bipolar mode with shock lead impedance of 540 ohms. The disk analysis revealed that the lead safety switch had most likely occurred during revision for the pocket infection. Boston scientific technical services (ts) provided troubleshooting steps. No adverse patient effects were reported. The device and lead remains in service.

Event description:
Additional information was received that the attempted right atrial (ra) lead was a competitor product. The patient and device was checked after a month. It showed that the device and the lead were normal and all measurements were within range. No adverse patient effects were reported. The device and the lead were in service.

Manufacturer narrative:
Additional information was requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.